Event description:
The device was returned to the manufacturer for modification. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose and out of specification. It was also noted that the keyboard hinge was broken. Concomitant products: product ID 229047 analyzer. (B)(4).